Event description:
It was reported that the external pulse generator (epg) displayed an error when it was powered on. The epg was returned to the manufacturer for servicing. There was no patient involvement.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event, there was an error code on the display. The device failed an incoming functional test. Log analysis showed that the battery drawer was opened then closed, the doo button was pressed and then an error occurred. The next power on sequence then displayed the error that was found on the screen.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4)

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.